Event description:
It was reported that the patient was experiencing dizziness. It was reported that the right atrial (ra) lead had dislodged. Lead rep ositioning was scheduled and the lead will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)